Manufacturer narrative:
.

Event description:
It was reported the physician implanted a gore viatorr tips endoprosthesis for a transjugular intrahepatic portosystemic shunt (tips) procedure on (B)(6) 2016. Three days post-procedure the patient died from early liver failure.